Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose readings in the 600 mg/dl range. It was stated by the nurse that troubleshooting was performed by the staff at the hospital and they determined that the insulin pump was defective.